Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Essure lot number used, b71771. Physician reported that the right essure device was inserted as instructed/typical and as deployed the coils were not visualized and only a green sheath and a thin metal wire was noted. The wire was still in tube and pulled out. The green sheath was then removed by polyp forceps. Physician stated that was unsure if coil deployed or where it deployed. The right side didn't deployed correctly. Physician requested a check that implant isn't present. No bilateral placement achieved. Correction performed on (B)(6) 2014 regarding initial report from (B)(6) 2014: case upgraded from non incident to other reportable incidents. The information reported by the physician regarding essure insertion procedure that the wire pulled out and green sheath removed with polyp forceps was added to the case as an event. Ptc investigation result was received on 08-sep-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: when a term like "break", "breakage", "broke", "broken", "falling apart", "fractured", or "split" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, breakage of the large tight pitch coil, or breakage of a portion of the delivery catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. The "green-colored" material reported is very likely the green heat-shrink (pet) tubing which is a catheter assembly component located at the distal end of the inner catheter. As of (B)(6) 2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: in this particular case, a technical defect (breakage) were reported together with usability issues. No adverse events were reported at this point in time. The technical assessment concluded "unconfirmed quality defect" (see technical assessment). Three further ae case reports have been received to date in relation to batch no. B71771 (production date (B)(4) 2013, expiration date 30-sep-2016). However, a batch signal review for similar adverse events was not applicable as no adverse events were reported. No causal relationship between the reported defect and adverse events can be assessed as no adverse events were reported. The referred usability issue will be subject to post market surveillance monitoring. Follow-up information was received on 12-sep-2014. It was stated that the patient was not injured. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted and experienced wire pulled out and green sheath removed with polyp forceps. Case was upgraded from non-incident to other reportable incident. This event wire pulled out and green sheath removed with polyp forceps (interpreted as device breakage) was considered as non-serious and regarded as other reportable incident, and is listed for essure in the reference safety information. During difficult insertion/removals, single cases have been reported of essure breakage. Based on the available information and due to lack of alternative explanation, causality between the event above and essure use was considered as related. Other non-serious events were also reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. No causal relationship between the reported defect and adverse events can be assessed as no adverse events were reported. The referred usability issue will be subject to post market surveillance monitoring. The event wire pulled out and green sheath removed with polyp forceps, previously considered unlisted according to reference safety information for essure, was, upon receipt of product technical investigation (ptc) updated to listed (anticipated). No further information will be requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.